Event description:
The hosp reported that pt was undergoing a gastroscopic procedure due to complaints of nausea and vomiting. During the course of the procedure, the physician noted a perforation. An exploratory laparoscopy was perfo0rmed and the perforation was repaired. The hosp did not disclose the surgical intervention needed in order to repair the perforation, only that the pt also underwent a bowel resection. The pt was subsequently transferred to the critical care unit where they remained for ten days at the end of which time they were reportedly transferred to another hosp. The hosp does not know the pt's outcome at the present time. This incident is currently under peer review at the hosp because the pt's pre-existing medical history may have made them susceptible to perforation, and therefore not a proper candidate for the type of surgery performed.